Manufacturer narrative:
The technician replaced the gas springs to repair the bed.

Event description:
Information received indicates the gas springs were frozen and the bed could not be placed into trendelenburg.